Event description:
It was reported that no capture and an out of range pacing threshold were observed on the rv lead. The lead was replaced and no patient complications were reported as a result of this event